Event description:
It was reported that during an electrical isolation procedure of the last pulmonary vein, charring occurred. The 7.5mm blazer open-irrigated ablation catheter was connected to a non-bsc generator with settings: 35 w, 30ml/min fluid rate when during the procedure, the generator displayed an error message and stopped delivering radiofrequency energy. The device was removed and the procedure was successfully completed with another blazer open-irrigated ablation catheter. After the procedure, checking the first blazer open-irrigated catheter, a char was noticed at the proximal end of the tip. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: an examination of the returned device found dried blood on the distal end of the tubing next to the proximal end of the tip electrode. No char was found on the tip electrode. The catheter's electrical connector verified normal during visual inspection. All electrode resistance values verified normal and were all within specifications. No electrical opens or shorts were found. The thermocouple read within specification and the catheter passed the thermocouple response test. The catheter verified normal during rf ablation testing. No error codes were observed. No issues were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an electrical isolation procedure of the last pulmonary vein, charring occurred. The 7.5mm blazer open-irrigated ablation catheter was connected to a non-bsc generator with settings: 35 w, 30ml/min fluid rate when during the procedure, the generator displayed an error message and stopped delivering radiofrequency energy. The device was removed and the procedure was successfully completed with another blazer open-irrigated ablation catheter. After the procedure, checking the first blazer open-irrigated catheter, a char was noticed at the proximal end of the tip. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).